Event description:
It was reported that the insulin pump alarmed during the prime process. Customer removed the battery, but the alarm did not clear. The blood glucose reading is 204 mg/dl. The insulin squirted out during the manual prime. The drive support disk is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.